Event description:
It was reported to philips that the ECG sync cable showed an ECG sync cable error during patient use. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.